Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of the 400 mg/dl. Customer treated it with bolus and blood glucose did not went down. Customer changed infusion set because it was hurting. Today gave some boluses and not dropping. Now sensor said do not calibrate "sensor updating" adv that site related issues, such as bent cannulas tend to be contributing factors in high blood glucose. Assisted with performing the high pressure test and was on. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. Customer declined to troubleshoot for sensor updating error. The insulin pump and sensor is not expected to be returned for analysis.